Manufacturer narrative:
(B)(4). This submission is a supplemental to 3004753838-2024-293398. Submitting as an initial due to the an error in the receipts of the initial submission.

Event description:
Subsequent to the initial MDR, a correction is required.